Event description:
Catheter broke at connection to port and migrated into the right side of the heart and and inferior vena cava and lodged. Interventional radiology procedure to snare loose part was performed. A review of patient records indicates this type of failure may have occurred in 7 other patients over the past few years.device #1is this a laboratory device or laboratory test?no